Event description:
It was reported that during a recanalization procedure, the support catheter was allegedly disconnected during withdrawal. It was further reported that the catheter was broken and lagging in the artery. Reportedly, the anterior tibial artery was narrowed, so the interventional device could not pass through, and it could only be removed surgically, and the operation was terminated after opening the posterior tibial and peroneal arteries. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos, one xray image and video were provided and reviewed. The photos show the seeker catheter, which was noted to detached near the distal portion, but the detached portion is not returned. The xray image demonstrates a wire and catheter in the posterior tibial artery. The wire is curled back on itself. There is a catheter in the anterior tibial artery that is not on a wire and appears disconnected with the tip being proximal to a marker. The video is short demonstrating the catheter in the anterior tibial artery with another catheter and wire in the peroneal artery. There is some contrast enhancement of the peroneal artery with no contrast in the anterior tibial artery. Therefore, the investigation is confirmed for the reported detachment as detachment was noted in the distal end of the seeker. However, the investigation is inconclusive for the reported retraction problem as no objective evidence was provided. A definitive root cause for the alleged detachment and retraction problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent recanalization procedure using seeker crossing support. During a recanalization procedure, the support catheter was allegedly disconnected during withdrawal. It was further reported that the catheter was broken and lagging in the artery. Reportedly, the anterior tibial artery was narrowed, so the interventional device could not pass through, and it could only be removed surgically, and the operation was terminated after opening the posterior tibial and peroneal arteries. The current status of the patient is unknown.